Manufacturer narrative:
Additional information has been requested. There has been no response at this time. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a patient with an edwards valve implanted in an unknown position has been placed under consideration for a valve-in-valve procedure after an unknown implant duration for unknown reason. No other information was provided at the time of the reported event.

Manufacturer narrative:
Corrected data: based on the additional information obtained, this event is not related to an edwards device.

Event description:
Edwards received notification that this complaint was related with a non-edwards device.